Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown at the time of incident. The customer reports that troubleshooting was performed for the failed battery test alarm. Customer stated that insulin pump had power error detected alarm. The customer stated that battery cap was damaged. Customer received the low battery alert prior to the replace battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Insulin pump passed displacement properly. Power error detected noted due to connector resistance issue electrical board. No failed battery test alarm or damage battery cap. Insulin pump received with cracked case(battery tube) and cracked battery tube threads.